Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an artifact on rv and shock channel. Boston scientific technical services (ts) reviewed the image and discussed that the signal was coming from the respiratory rate trend, which is a feature of the device. The signal then stopped when three beats were sensed. Moreover, the feature will be turned off for one hour if three fast beats will be detected. The field representative agreed with the ts and will call back. In addition, ts did not see any pause due to oversensing in the rv. Attempts to obtain additional information was unsuccessful. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.